Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the irregular movement and damage to another device. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds (B)(4)) was advanced to the mitral valve. Visibility was challenging, and grasping was difficult; however, the clip was deployed successfully. The second cds ((B)(4)) was advanced to the leaflets. When the second clip entered the left ventricle, the m knob was taken off which caused unexpected movement of the second clip. The clip became caught in the chordae. Standard troubleshooting was performed and the clip was freed. The clip was retracted too fast and interacted with the first implanted clip. The first clip then detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The second clip was re-advanced deployed successfully. A third clip was deployed without issue for treatment of the slda. It was noted that visualization was difficult throughout the procedure. Three clips were implanted, reducing the mr to 2. There was no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported device damaged by another (caused damage) and difficulty positioning the device resulting in physical resistance with the anatomy appear to be a result of user technique/procedural conditions. Additionally, the poor image resolution issue was associated with challenging visualization throughout the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.